Manufacturer narrative:
Investigation summary: 1 representative sample was returned for investigation. The representative sample was subjected to visual inspection and catheter adapter leak test. The 1 representative sample passed the acceptance criteria. No abnormality was observed. A bd quality engineer inspected the returned unit and could not identify any manufacturing related defects or abnormalities. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined.

Event description:
It was reported that the bd neoflon¿ IV cannula leaked between the catheter and hub during use and was found while flushing and checking the device position. Additionally, it was reported that anesthesia had to be delivered via a mask instead until the child patient fell asleep. The following information was provided by the initial reporter: "whille flushing on the catheter to check that the position is right, it is very clear for the nurse/doctor that the catheter is leaking between the catheter and the yellow part. They have to change the way of anesthesia and instead they use a mask until the child is a sleep."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd neoflon¿ IV cannula leaked between the catheter and hub during use and was found while flushing and checking the device position. Additionally, it was reported that anesthesia had to be delivered via a mask instead until the child patient fell asleep. The following information was provided by the initial reporter: "while flushing on the catheter to check that the position is right, it is very clear for the nurse/doctor that the catheter is leaking between the catheter and the yellow part. They have to change the way of anesthesia and instead they use a mask until the child is a sleep."